Event description:
It was reported that the user experienced gastrointestinal illness and a subsequent low glucose event, with glucose decreasing from 90 mg/dl to a sensor-reported low, after disconnecting and pausing the ilet pump for approximately 15 minutes before reconnecting and resuming. Symptoms included tremors consistent with hypoglycemia. Outcomes included self-resolution of the low without oral carbohydrate intake, with no reported hospitalization or medical intervention beyond notification to a healthcare professional. Investigation included complaint intake, troubleshooting, and education regarding hypoglycemia management and pump use during illness. Investigation of this case revealed no device malfunction reported or confirmed, and no component failure identified, with cause of the hypoglycemia unclear given concurrent illness and a brief pump pause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.